Event description:
As reported by the edwards field clinical specialist, moderate paravalvular leak (pvl) was noted following 60:40 ventricular implantation of a 26mm sapien valve in a heavily calcified aortic valve. This required a valve in valve procedure with a result of trace-mild pvl and no cai. Per report, after successfully crossing the aortic valve, the extra stiff wire was inserted. The physicians then proceeded to perform a balloon aortic valvuloplasty (bav) using a 22 mm x 4 cm balloon. The sapien valve was deployed in a 40% aortic and 60% ventricular position. Following deployment, the delivery system was removed and it was noted that the wire was pinned against the outer curvature of the aorta, causing wide-open aortic insufficiency (ai). The patient's systolic blood pressure (sbp) was in the 60's. The wire was then removed quickly by the primary operator into the ascending aorta, resulting in improvement of the patient's blood pressure. The flex catheter and sheath were also backed out over the wire and arterial hemostasis was maintained by cinching the vascular tourniquets. The central leak improved, but moderate pvl was noted posteriorly. The decision was made to reinsert the 24 fr sheath and re-cross the sapien to valve perform post-dilatation. A bav was performed with the re-prepped delivery system. Tee findings post-dilation revealed a mildly improved posterior pvl plus mild to moderate central leak. The decision was made to implant a second sapien valve within the first. Following rapid pacing, a second sapien was placed within the first with a 50: 50 aortic overlap of the devices. Following removal of the delivery system, the pvl was trace to mild posteriorly and there was no central ai. The delivery system and sheath were removed over the wire and final angiogram was performed. The patient remained stable throughout the procedure and was extubated in the sicu following the procedure. Additional investigation revealed the following: the diameter of the native aortic annulus was 23.8mm by tee. The native aortic valve was severely calcified, with the calcium unevenly distributed. The image intensifier angle (iia) and the coaxial alignment of the valve and delivery system upon deployment were both described as fair. During valve deployment, there was no loss of pacing capture, balloon inflation was held for three or more seconds, and ventilation was held. The perceived cause of the pvl was the slightly ventricular placement of the 1st valve in combination with a severe calcium burden which prevented the fixation of the stent to the native annulus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause of the reported moderate paravalvular leak cannot be confirmed. However, per report, it is possible that the 60:40 ventricular placement of the 1st valve and the severe calcification of the native annulus may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.